Manufacturer narrative:
Correction: g1, g4, g7, h2, h3, h6, h10, h11. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of alarm - error codes / messages was due to the oridion board. Error code 570.6200 is confirmed due to a bad oridion board. Replaced it a new oridion board. Updated a new logic board for compatibility. Damaged front case and rear case, replaced them new front and rear cases assembly. Performed leak down test and co2 calibration with passing results. A review of the device history record for sn 13476181 was performed from date of manufacture (B)(6) 2011, to the present date (B)(6) 2020, and confirmed that this device was previously returned for servicing 3 times, device had similar service repair history. And there were no production failures indicated on the source device.

Event description:
It was reported that the device had error code 570.6200 and a damaged front/ rear case. No patient involvement was reported.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had error code 570.6200 and a damaged front/ rear case. No patient involvement was reported.